Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. On (B)(6) 2019, episodes of oversensing noise was observed. No intervention was reported as the physician opted to monitor the patient. On (B)(6) 2019 the patient presented for a follow-up in clinic. Upon device interrogation, episodes of oversensing noise was observed again. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable throughout the procedure.